Event description:
It was reported by a company representative that high lead impedance (7/limit/high) was received at a follow-up appointment with the treating physician. The patient's generator was programmed off due to the high lead impedance and x-rays were taken. X-rays were received by the manufacturer and reviewed. Review of x-rays indicated that the generator placement appeared to be normal, and the filter feed-through wires appeared to be intact. The lead connector pin appeared to be fully inserted into the generator connector block. The electrodes were placed on the nerve in accordance to the manufacturer labeling. There was some lead behind the generator that could not be further assessed. No obvious lead discontinuities or acute angles were observed in the observed portions of the lead body that could be assessed. A suspect area was visualized to be in the neck area after the placement of the second tie-down. However, due to the resolution of the x-ray films, a discontinuity could not be confirmed.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.